Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2008 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2008. The physician corrected the settings; however, the device pulse width and on time were not corrected. The device was not interrogated prior to the patient leaving the office on (B)(6) 2008 as recommended by device manufacturer to ensure the device is at the correct settings. And another faulted diagnostics test occurred that may have changed the device settings again; however, no further programming history was available to identify this. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.